Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta (6mm10cm155) was prepped as usual and inserted into the patient. The saber pta crossed the lesion and inflated; however, it ruptured within its nominal pressure. Therefore, it was replaced with a new balloon catheter. Plain old balloon angioplasty (poba) was made and the procedure completed. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The lesion was the left superficial femoral artery. A contralateral approach was made. A non-cordis sheath introducer was inserted and a non-cordis guidewire was used to cross the lesion. There was no difficulty in removing the product from the hoop, or the protective balloon cover. There were no other anomalies noted when the device was removed from the patient.

Manufacturer narrative:
Complaint conclusion: as reported, a 6x100mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter crossed the lesion and was inflated; however, it ruptured within its nominal pressure. Therefore, it was replaced with a new balloon catheter. Plain old balloon angioplasty (poba) was made and the procedure completed. There was no reported patient injury. The lesion was the left superficial femoral artery. A contralateral approach was made. A non-cordis sheath introducer was inserted and a non-cordis guidewire was used to cross the lesion. There was no difficulty in removing the product from the hoop, or the protective balloon cover. It was prepped as usual before it was inserted into the patient. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17439380 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.